Event description:
(B)(4). From about a week or two after being implanted with essure I have had nothing but problems over the course of almost 6 years. Severe and crippling cramping lasting weeks at a time, severe bleeding lasting weeks at a time, severe cystic acne, weight gain, my hair is falling out and getting thinner. From those side effects, I have also now developed type 2 diabetes (because of the weight gain), I have a drs appointment with an endocrinologist in 5 days about thyroid problems and a possible diagnosis of poly cystic ovarian syndrome. Before essure I was healthy, at a healthy weight, no issues, but within weeks of being implanted with essure, my health has gone downhill. I am only (B)(6) years old.